Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the black exit marker was detached into the pentax scope. Subsequently, when the scope was cleaned, the stuck exit marker was found. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.